Event description:
It was reported that a clear link continu-flo solution set was leaking. During infusion the set was observed to be leaking from the lower y-site port. There was patient involvement; however there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review cannot be performed since there was no lot number provided. The customer reported condition could not be confirmed; the root cause was not identified.